Event description:
It was reported that the patient had a revision because he continued to have significant pain in right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The event involves loosening of the unknown cone body. The current device is the head which was not involved in the loosening and is therefore considered concomitant. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a revision because he continued to have significant pain in right hip.